Event description:
It was reported that when using the bd pyxis¿ es server system inventory was incorrect, causing the pocket to reflect zero inventory. A pca key return transaction showed a count of 1 in all device events, es, and knowledge portal; however, the station recorded 0. During cycle count, entering 1 resulted in a discrepancy, while entering 0 was accepted, confirming a mismatch between server records and device inventory. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the system inventory incorrect causing system to think pocket had 0 inventory. A technical support specialist (tss) analyzed the issue and determined with high confidence that it was caused by a known es 1.6 manage inventory behavior, where a server-side inventory session overlapped with a station transaction. Due to cached data on the server, a subsequent save action overwrote the correct station transaction, reverting the inventory to a prior value and creating a discrepancy. Although historical data beyond 30 days was unavailable for full validation, the issue was consistent with a documented defect resolved in later es versions. The system functioned as intended after technical support specialist troubleshot the device.